Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high thresholds and the right atrial (ra) lead was exhibiting poor sensing. Both leads were revised and remain in use. No patient complications have been reported as a result of this event.